Event description:
The hcp reported that there was a "cerebrospinal leak-questionable hole" in the catheter. No symptoms were reported. The catheter and the pump were explanted and returned to the MFR for analysis. A new pump and catheter were implanted.